Event description:
Event description guidant received information that during a follow-up visit, this 4086 atrial lead and this 4087 right ventricular lead both exhibited loss of capture, and the 4087 was also suspected of having dislodged. Falsely stored ventricular arrhythmia episodes and an increase in ventricular thresholds were also noted. Bipolar impedances and sensing measurements were stable. An additional communication stated the 4086 atrial lead exhibited poor p-waves and loss of capture. In a lead revision procedure, the lead was found to be dislodged with the helix not completely extended. The lead was then successfully repositioned without adverse patient effect.